Event description:
It was reported that a patient underwent a sling procedure in 2008. The patient has gone back to her surgeon, and there is a piece of mesh sticking out that the surgeon wants to trim. The patient also has had pain with urination since her sling procedure.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-01010. The same patient is represented in each medwatch.